Event description:
In accordance with aats/sts guidelines, the re-operation and eventual pt death are reportable as valve-related. Upon re-op, both leaflets found to be restricted in closed position due to clots at pivot areas. Valve was explanted and replaced. A viral infection was confirmed at re-operation. Conclusion based upon available info is valve thrombosis secondary to endocarditis. Pt outcome: death on (B)(6) 2012. Surgeon's comment as to cause of death: prolonged cardiac depression and low cardiac output. Other contributory factor is the prolonged cardiac arrest due to re-op. Hospital pathology lab result on tissue in the on-x valve pivots: the tissue was found to be thrombus.

Manufacturer narrative:
Valve is not available for return to MFR, therefore, a complete investigation is not possible. If the valve becomes available for investigation, the preliminary investigation plan includes pathology analysis. Distributor provided photos from hospital. The photos clearly reveal tissue in both sets of hinges, likely to be thrombus. A hospital pathology report is to be issued and shared with on-x. It was learned in later discussion with surgeon that endocarditis could not be ruled out. The route of infection could not be determined. Clarification: the pathology report was done by the hospital. The valve was never returned to on-x. Review of the device history record for this valve showed that the valve was built per specifications. As the info from the user facility is comprehensive and it is known that the valve will not be returned for any further analysis by on-x, this MDR is expected to be the only report (i.e., no f/u expected to be needed).